Event description:
Per the clinic, the patient reported a sudden loss of benefit with the internal device. There are plans to explant the device and to reimplant the patient with another device, however, this has not occurred as of the date of this report, (B)(6), 2011.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2011; during the same surgery the patient was reimplanted with a new device. This report is filed (B)(4), 2011.